Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(6), implanted: (B)(6) 2011, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from the health care provider's (hcp) nurse, regarding a female patient receiving intrathecal dilaudid 1mg/ml at 0.213mg/day and bupivacaine 0.3mg/ml at 0.0639mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. It was reported that the pump was empty. The logs show that the empty reservoir alarm occurred on (B)(6) 2015. The patient was seen on (B)(6) 2015, where the pump was filled with saline and set to minimum rate mode. The patient was experienced withdrawals, and on (B)(6) 2015 they were still in withdrawal. The patient was seen in the emergency room (ER) and was given 6 pills of norco (combination of acetaminophen and hydrocodone.) The patient intervention remained unknown at the time of this event; if additional information is received this report will be updated.